Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm and excessive no delivery test due to blank display. The insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, loose drive support cap, broken battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The insulin pump had fallen in the toilet and there were no alarms until the next day when she tried to prime. The insulin pump started doing a self-test but stopped then gave a compromised force sensor system alarm. The customer's blood glucose level was unknown. It was also noted during troubleshooting that there was damage on the reservoir compartment near the o-ring, as well as on the battery cap casing. The customer was advised that the device would be replaced and agreed to return the product for analysis.